Manufacturer narrative:
(B)(4). Batch# r94d5k. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a gastric bypass procedure, after approximately 30 minutes of normal operation of the device, the device reported an error. It did not work when the minimum or maximum button was activated and on the generator screen it appears "reactivate, two activations of switches have been detected." The surgeon activated the instrument, it worked a few seconds and then stopped working. The message appeared on the generator screen again. The instrument continued to insist on operation and the same message continued to appear on the instrument until the device remained activated without pressing the controls. It proceeds to disconnect the scissors from the generator to stop that involuntary activation of the device. Another like device was used to complete the procedure. Surgery was delayed 10 minutes. There were no adverse consequence for the patient.

Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with no apparent damage. The device was connected to a test hand piece and a gen11. During functional testing, it was noted that the min hand activation button was nonfunctional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect the internal components. Corrosion was found at the min hand activation dome. The corrosion in the dome is possibly caused when the device was soaked for cleaning before shipment for analysis. It is possible that moisture in the dome could have resulted in an alert screen of ¿reactivate, two switch activations detected¿. This was not seen during analysis. Due to the moisture discovered on the instrument, which is evidence of possible reuse, we are unable to determine how this condition impacted the performance of the device and, therefore, cannot conclude a root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion / moisture to the device. Please notify us of any processes or conditions that could have contributed to the moisture in the instrument. Please let us know within 20 working days if the device was not reused/reprocessed, so that we can understand how the device is handled after the procedure, for return shipment for analysis. If we do not hear from you in this time frame, the device may be disposed of per our internal handling processes. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.